Event description:
Reporter alleged blood glucose measured 499 mg/dl back to back with a result of 60 mg/dl when testing was performed 5 minutes apart. Any actions that were taken or treatment potentially received by the customer were not provided. A request was made for the return of the suspect device and replacement product was sent.